Event description:
Customer reported that she experienced low blood glucose of 40 mg/dl and was assisted by the paramedics; treated by drinking orange juice. Customer also reported that she was currently experiencing unexplained high blood glucose of 351 mg/dl and was unable to deliver insulin. Customer stated she does not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Time, date and bolus wizard are correct but customer is unsure if basal rates are accurate. The cannula is not bent or occluded. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.